Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump exhibited beeping in the middle of the night. No patient consequences were reported. No adverse effects were reported.